Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Additionally, it was reported that a cartridge did not fit onto the pump. It was reported that insulin drips were not observed to be exiting the tubing during the load fill process and cartridges did not fit onto the pump. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 194-198 mg/dl.